Event description:
It was reported by service report that the weld is broken on the stair chair. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer was informed that the unit was past the product life and would not be covered under the weld warranty.